Manufacturer narrative:
Additional information: h3, h6 (device component code) plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) and reported that the blood pump rotor of fresenius 2008t hemodialysis (hd) machine cut the blood line during a patient¿s hd treatment causing a blood leak. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) who was present during the event. There was less than an hour left in the patient¿s treatment when blood started leaking from behind the blood pump rotor and onto the floor. There were no machine alarms that occurred, and no air bubbles were visible in the system. After the blood started leaking, the blood pump stopped. The patient¿s treatment was subsequently discontinued. It was reported that their estimated blood loss (ebl) was between 350 and 400 ml. The patient did not experience any adverse effects or require any medical intervention due to the blood loss. The machine was removed from service for further evaluation. Upon further inspection, the biomed discovered that a plastic cover (or sleeve) came loose and fell off one of the metal pins on the blood pump rotor. As the pump continued to rotate, the sharp metal pin cut into the blood line causing blood to leak. A replacement blood pump rotor was requested and sent to the facility. The biomed confirmed the new rotor was installed onto the machine. The damaged rotor was said to be available for manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) and reported that the blood pump rotor of fresenius 2008t hemodialysis (hd) machine cut the blood line during a patient¿s hd treatment causing a blood leak. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) who was present during the event. There was less than an hour left in the patient¿s treatment when blood started leaking from behind the blood pump rotor and onto the floor. There were no machine alarms that occurred, and no air bubbles were visible in the system. After the blood started leaking, the blood pump stopped. The patient¿s treatment was subsequently discontinued. It was reported that their estimated blood loss (ebl) was between 350 and 400 ml. The patient did not experience any adverse effects or require any medical intervention due to the blood loss. The machine was removed from service for further evaluation. Upon further inspection, the biomed discovered that a plastic cover (or sleeve) came loose and fell off one of the metal pins on the blood pump rotor. As the pump continued to rotate, the sharp metal pin cut into the blood line causing blood to leak. A replacement blood pump rotor was requested and sent to the facility. The biomed confirmed the new rotor was installed onto the machine. The damaged rotor was said to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.